Manufacturer narrative:
Failure analysis noted that the pump had passed the displacement, basic occlusion, occlusion, prime/ compromised force sensor system alarm and excessive no delivery test. There was no prime anomaly or error alarm. There was no moisture on the electronic and motor assemblies. The pump had scratched display window, cracked battery tube threads and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump was not working. The customer's current blood glucose was 311 mg/dl at the time of incident. The customer stated that she had high blood glucose the night before and she took a shot to bring it down and went to sleep. She stated that she woke up and her blood glucose was 450 mg/dl so she took another shot. The customer stated that there was insulin in the reservoir compartment due to a leak. She also stated that the pump had cracks in the battery compartment. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.